Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the device was not confirmed. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated normally.

Event description:
Boston scientific received information that the patient was fiddling with the implanted cardiac resynchronization therapy defibrillator (crt-d). The patient was constantly moving and manipulating the device and when the physician opened up the pocket the leads were in a huge jumbled mess. The physician then opted to have a system extraction. This crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient was fiddling with the implanted cardiac resynchronization therapy defibrillator (crt-d). The patient was constantly moving and manipulating the device and when the physician opened up the pocket the leads were in a huge jumbled mess. The physician then opted to have a system extraction. This crt-d was explanted. No additional adverse patient effects were reported.